Event description:
It was reported that the right ventricular (rv) lead had high threshold and high impedance values in unipolar and bipolar. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4)implantable pacemaker 2004 (B)(6); 4068-45 implantable pacing lead 1996 (B)(6). (B)(4).